Manufacturer narrative:
The rn's opinion of causality was that the perlane-l treatment had caused the reported events; the rn further reported the cause of the angioedema may have been due to exforge the patient was taking, but he was not sure. The rn assessed the severity of the events as severe, as the patient "has had 150 units of hyaluronidase".

Event description:
On 05/10/2012, a spontaneous report by a registered nurse (rn) was received from a company representative regarding a (B)(6) female who received an injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3 percent lidocaine). Medical history included a previous injection of botox (onabotulinumtoxina) performed by a provider from an outside clinic and an eye lift performed on an unspecified date by an unknown provider; additional medical history was reported as "unknown". The patient's skin type was reported as "unknown, light-skinned". Concomitant medications were reported as unknown. The patient received an injection of perlane-l from 1 ml syringes (volume injected not reported) on (B)(6) 2012 to the check apex and temple area (also reported as "not periorbital lines"); (approximately 1.5 ml was injected per each side of face) via either bolus or linear thread technique. Pre-procedure medications included a compound of benzocaine, lidocaine, and tetracaine (blt); ice was also applied. No additional procedures were performed the time of implantation. On an unspecified date in (B)(6) 2012 (reported as "a week to 10 days"), after the implantation, the patient developed severe swelling and lumps. On (B)(6) 2012, the patient was evaluated at the injecting clinic and was treated with an injection of hyaluronidase. On (B)(6) 2012, during a follow-up evaluation at the clinic, it was noted that the previous treatment with hyaluronidase had helped somewhat. The evaluating healthcare providers suspected that the patient may have also had some angioedema because she had some swelling down along her jaw line as well. The patient was advised to take advil (ibuprofen). The lot number and expiration date were reported as 11323 and august 2013, respectively. On (B)(6) 2012, additional information was received from the rn. The rn could not confirm that the patient had received a previous injection of botox, as was previously reported by the company representative; however, the patient received a previous injection of dysport (abobotulinumtoxina) on (B)(6) 2011 to around the mouth, resulting in the patient having a hard time talking for about a week, as the injector had injected too many units around the mouth; no other adverse events were experienced. Additional medical history included high blood pressure and no known drug allergies. The patient's skin type was fitzpatrick. Concomitant medications included exforge (amlodipine and valsartan). The injection technique employed on (B)(6) 2011 during the perlane-l implantation was clarified as bolus at the temple area and linear thread to the cheek apex. Previous treatment for the patient's events included ice and massage in addition to hyaluronidase injections. On (B)(6) 2012, the patient was evaluated at the clinic and noted to have angiodema-type symptoms. Treatment included an injection of hyaluronidase and an injection of lidocaine at the temple area, as she also had pain in that area. As of (B)(6) 2012, the patient's severe swelling and lumps, including swelling down around her jaw line were ongoing, but improving. Treatment included warm compress, as the patient was 3 weeks post-injection.